Event description:
The patient reported that on the morning of (B)(6) 2011 he was unresponsive. He stated that his wife called emt and his blood glucose (bg) was reportedly 26 mg/dl. The patient reported that he was treated with glucagon and taken to the hospital where he was given food and subsequently discharged with a bg of 160 mg/dl. The patient reported that his bg was "fine" for the rest of that day. The patient stated that the evening of (B)(6) 2011 he suspended the pump to prevent a low bg. He stated that he was routinely suspending the pump at night due to tendencies to "go low" overnight. The patient stated that he saw his endocrinologist on (B)(6) 2011 and his overnight basal rates were adjusted. Customer support (cs) reviewed the pump with the patient and confirmed that all settings were correct and histories matched. The patient could not confirm that he had performed all of the suspensions and resumes that were noted in the pump history. This complaint is being reported due to the patient's alleged hypoglycemic event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. A review of the suspend history shows that the pump was not suspended on (B)(6) 2011. The pump was exercised for 29 hours with no insulin delivery issues occurring. There were no defects found on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.